Event description:
Per the clinic, the device was explanted (date not reported) and there are no plans to re-implant the patient with a new device as of the date of this report.

Event description:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2024. The patient also underwent a surgical procedure to remove the hematoma (specific date not reported). Additional information has been requested but has not been made available as of the date of this report.

Event description:
Per the clinic, the patient experienced an infection at implant site and subsequently was treated with antibiotics (specific type, date and duration not reported). The patient also underwent a revision surgery on (B)(6) 2024, in order to clean the site. The implanted device remains.